Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture correction in h6 device codes.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the distal portion of the vessel did not appear overly tortuous or give cause to believe that the vessel was causing the wire to deform. However, upon trying to retract and reposition the wire/ lead, the physician noted that the wire would not smoothly come back into the lead and on x-ray it was clearly noted that the lead was collapsing upon itself in the vessel. Multiple attempts to easily pull back on the wire were unsuccessful in removing the wire from the lead. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the distal portion of the vessel did not appear overly tortuous or give cause to believe that the vessel was causing the wire to deform. However, upon trying to retract and reposition the wire/ lead, the physician noted that the wire would not smoothly come back into the lead and on x-ray it was clearly noted that the lead was collapsing upon itself in the vessel. Multiple attempts to easily pull back on the wire were unsuccessful in removing the wire from the lead. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture correction in h6 device codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The unintended use error was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the distal portion of the vessel did not appear overly tortuous or give cause to believe that the vessel was causing the wire to deform. However, upon trying to retract and reposition the wire/ lead, the physician noted that the wire would not smoothly come back into the lead and on x-ray it was clearly noted that the lead was collapsing upon itself in the vessel. Multiple attempts to easily pull back on the wire were unsuccessful in removing the wire from the lead. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.